Manufacturer narrative:
The device was returned due to a patient burn. No visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burn remains unknown.

Event description:
Related manufacturing ref: 2184149-2019-00002. During the procedure, the patient was burned near the needle entry site. The probes would not exceed 60 degrees c. The needles and probes were replaced and the generator was able to increase the probe temperature. The procedure was completed successfully. The burn was considered minor and treated with salve.